Manufacturer narrative:
Product ID: pscc100, product type: catheter, product ID: pscc100, product type: catheter, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, steering issues and resistance occurred during manipulation. The shape of the catheter was observed to be deformed. The catheter was replaced and a knot formed in the replacement catheter. The catheter became tangled upon itself, and attempts to resolve the knot by removing and rotating the guidewire were unsuccessful. The catheter was withdrawn into the sheath as much as possible, but it came apart during withdrawal. The distal portion of the flexcath sheath was cut to remove the pv tracker due to resistance at the hub from the electrodes. Blood was observed in the catheter handle, and excessive bubbles were noted during aspiration. The second catheter was replaced and a third catheter was used. The sheath was also replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product event summary: the 10fcc13 sheath with lot number 0012718401 was returned and analyzed. Visual inspection of the shaft area showed that it was cut on two sections. Visual inspection of the handle area revealed a spiral array from a used pscc100 catheter was trapped inside the hemostatic valve and a part protruded from the housing valve. In conclusion, the reported air ingress was unable to be confirmed. The excessive damage observed on the sheath prevented testing from being performed. No test results were available for investigational purposes. The sheath failed the returned product inspection due to the received condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that with the first loop catheter, the distal part of the catheter came apart where the electrodes were. With the sheath, the physician noticed blood on the catheter handle and was not sure where it was coming from and questioned if it came within the sheath. The physician further complained there was too much microbubbles and was more than any other sheaths they had to aspirate in their experience.